Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data strip charts of the customer's report was provided. Review of the data strip charts showed the device performed to specification. The expected energy is within specifications of the selected energy against the measured impedance values. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.